Event description:
Unomedical reference number (B)(4), foreign: (B)(6). It was reported that the patient experienced high blood glucose level due to a bent cannula which they tried to treat with bolus via pump and replaced the infusion set, but on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. The patient's highest blood glucose level was 550 mg/dl and had traces of ketones (1.9 mmol/l). During hospitalization, the patient received fluids and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.